Event description:
Boston scientific crm received info that this implantable defibrillation lead was noted to have been fractured, causing inappropriate shocks to the pt. There were also right ventricular (rv) pacing impedances of greater than 2500 ohms noted. The lead was therefore surgically capped and successfully replaced. To date, there have been no reported adverse pt effects related to this clinical observation.

Manufacturer narrative:
At this time, the lead has not been returned to boston scientific, crm for analysis. There is no additional info available. If further info becomes available, this event will be re-opened.